Event description:
A customer reported that he obtained a reading of 150 mg/dl on his freestyle freedom blood glucose monitor. As a result of the reading obtained the customer injected 26 units of unknown insulin without eating. It was reported 2 hours later, the customer's children found him in a dazed and confused state and called am ambulance. The ambulance took the customer to the hosp. On arrival at hosp a reading of 58 mg/dl was obtained on a competitor's meter, this reading was not taken within a 10 minute timeframe. The customer was treated with glucose infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been rec'd back for an investigation. A follow-up report will be submitted once investigation results are available.